Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the lack of image on the monitor is due to a worn-out coupler unit and the water tightness is lost was due to poor watertightness of the cable unit, the cable unit is deteriorated. The most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited poor watertightness of cable unit, water tightness is lost, cable unit is deteriorated, coupler unit is worn out and lack of image on the monitor. There was no patient involvement.